Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that the pump battery could not be charged. Customer¿s blood glucose level was 200 mg/dl. The customer reverted to an alternate method in insulin therapy.